Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. However, the following reportable malfunction was identified during the device evaluation: no image. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor complaints for this device.

Event description:
It was reported that the bronchovideoscope screen became noised. The issue occurred during inspection before use. There were no reports of patient involvement.